Event description:
It was reported that patient underwent hip arthroplasty in 2008. Subsequently, patient was revised in 2009, due to loosening and osteolysis. The stem and femoral head were removed and replaced. It was additionally reported that upon revision, cancellous bone was noted to be present all around stem margins, which would suggest that the stem was undersized for the femoral canal.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.